Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker reportedly was at end of life (eol) as it depleted faster than expected. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.